Manufacturer narrative:
This report is for an unknown wrist arthrodesis dorsal plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: adams, b.d., kleinhenz, b.p, and guan, j.j. (2016), wrist arthrodesis for failed total wrist arthroplasty, the journal of hand surgery, vol. 41(6), pages 673-679 (USA). The objective of this study is to evaluate the radiographic results of a surgical technique for conversion of a failed arthroplasty to an arthrodesis. Eighteen female patients (20 wrists), ages ranging from range 45-78 years (median age, 61 years), underwent conversion from a total wrist arthroplasty (twa) to a total wrist arthrodesis between 2003 and 2012. Two of the failed twas used the biaxial prostheses (depuy, inc., (B)(4)). Both patients had wrist pain and distal component loosening. All failed twas were converted to a complete wrist arthrodesis using a wrist arthrodesis dorsal plate (synthes, (B)(4)). A stainless steel or titanium wrist arthrodesis plate was implanted to the radial shaft and third metacarpal using standard technique. One patient needed a revision procedure for proximal plate loosening 3 months after arthrodesis. The wrist fused by 6 months with concomitant use of wrist brace, however, the wrist developed a 10 degree flexion deformity and a prominent proximal plate which in turn caused soft tissue irritation. She had revision 2 years after the index arthrodesis procedure and an osteotomy through the fusion site was performed to correct the flexion deformity. The same plate was left attached distally and refixed to the radius. Her osteotomy fused by 3 months after this revision. In conclusion, the authors concluded that the technique for conversion of a failed total wrist arthroplasty to a wrist arthrodesis is safe, effective, and versatile. Procedure: total wrist arthroplasty (twa) complete wrist arthrodesis. Patioent info: biaxial prostheses (depuy, inc., (B)(4)), n - 2- distal component loosening, n - 2- wrist pain. Wrist arthrodesis dorsal plate (synthes, (B)(4)), n - 1- proximal plate loosening, n - 1- 10 degrees flexion deformity, n - 1- proximal plate was prominent, n - 1- soft tissue irritation. Treatment noted: wrist pain and distal component loosening were treated with complete wrist arthrodesis using a wrist arthrodesis dorsal plate. Proximal plate loosening was treated with revision procedure with concomitant use of wrist brace. The 10 degree flexion deformity, prominent proximal plate, and soft tissue irritation were treated with revision and an osteotomy through the fusion site was performed to correct the flexion deformity. The same plate was left attached distally and refixed to the radius. This report is for a wrist arthrodesis dorsal plate. It captures the reported a prominent proximal plate which in turn caused soft tissue irritation, revision surgery. This is report 2 of 3 for complaint (B)(4).